Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. Incoming information indicated that the pnp did not recover, and the patient had no symptoms. The case was completed with cryo. The patient was part of a (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: clinical issue (phrenic nerve injury) was encountered during the procedure. The balloon catheter 2af284/61719 was not returned for investigation. No product malfunction reported. In conclusion, there is no indication of product malfunction and no product returned for investigation. Clinical issue (phrenic nerve injury) was encountered post procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, 10:04:26: incoming information indicated that the patient developed difficulties "absorbing breaths".